Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed a damaged force sensor assembly and an out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. Recall #: 2531779-03/24/2010-003-r. During evaluation, the force sensor assembly was found to be damaged and the force sensor was found to be out of calibration. During testing, loss of prime warnings were duplicated but no load step malfunction occurred. Unrelated to the complaint, the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted, the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.